Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label content as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label content. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was a no label or missing label information issue. The following information was provided by the initial reporter. The customer stated: "when blood was collected from the patient, the blood collection tube was checked, and it was found that there was no subtitle on the blood collection tube, no expiration date, etc., and the patient was immediately replaced with a new blood collection tube."